Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 11/7/2024. H3: one device was returned for repair with complaint that the cassette sensor was defective. No service history was available. Verification tests and visual inspection were performed. The reported complaint was not confirmed, and probable cause was not determined. Conducted performance verification tests and device passed all tests.